Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the forceps channel. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The device was evaluated where no abnormalities were found that could have caused or contributed to the event. The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of the entire endoscope] 2. Visually and by hand, check that there are no large scratches, deformations, loose parts, or other abnormalities on the appearance of the operation unit. 4. Cracks, dents, bulges, edges, scratches, peeling, protruding metal wires from the inside, projections, slack, deformation, bending, adhesion of foreign matter, attachment of parts, etc. Visually check that there are no abnormalities such as falling off. [Inspection of forceps channel] 1. Insert the treatment instrument through the forceps plug, and check visually and by hand that the treatment instrument comes out smoothly from the suction/forceps opening at the tip of the endoscope and that no foreign matter is expelled. 2. Visually and by hand confirm that the instrument can be pulled out smoothly from the forceps stopper." Olympus will continue to monitor field performance for this device.

Event description:
Follow up was conducted with the customer and the following procedural/patient information was reported. The customer reported during an unspecified therapeutic procedure, the gloves were intentionally cut out by the user and placed inside the patient in order to measure the size of tumors, etc. The user then accidentally sucked it up with the suction function of the gastrointestinal videoscope when it should have been retrieved with grasping forceps. There was no delay, but it is unclear if the patient was under general anesthesia. The procedure was completed with the continued use of the same device. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. MFR report # 9610595 - 2023 - 07263. Patient identifier: (B)(6). Additional information provided by the customer: please see updates to b5. Follow up was conducted with the customer and the following procedural/patient information was reported. The customer reported during an unspecified therapeutic procedure, the gloves were intentionally cut out by the user and placed inside the patient in order to measure the size of tumors, etc. The user then accidentally sucked it up with the suction function of the gastrointestinal videoscope when it should have been retrieved with grasping forceps. There was no delay, but it is unclear if the patient was under general anesthesia. The procedure was completed with the continued use of the same device. There were no reports of patient harm or impact associated with this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that while using the gastrointestinal videoscope for an unspecified procedure, foreign matter may have remained in the forceps channel and suction channel. This can be attributed to incorrect device reprocessing. The procedure was completed with a similar device. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device has been returned to olympus for evaluation and the investigation is pending. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.